Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2007. The patient was examined by a physician who said the patient had an erosion and a stitch showing. A repair procedure for the erosion is planned.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01680. The same patient is represented in each medwatch. This medwatch report is in response to receipt of maude event report (B)(4).